Event description:
The pump was returned to animas. Evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. In addition, the subject pump was found to have a dim display and crack battery compartment. This report is made based on the results on investigation.

Manufacturer narrative:
This report is based on evaluation results completed on (B)(4) 2012. (B)(6). Correction # 2531779-03/24/2010-003-r. During evaluation the force sensor was found to be out of calibration and there was contamination was found in the force sensor assembly. Black box didn't verify pump unable to detect cartridge. Black box could not verify pump loss prime. Pa was unable to exercise the pump for 24 hours with cartridge due to pump priming issue. Force sensor was removed and found shim plate to be dimpled. There was a cracked battery compartment and a faded and discolored display.